Event description:
On (B)(6) 2023 neo tract has been made aware of a patient who underwent a prostatic urethral lift procedure on 16 nov 2023. During the procedure there were 3 misfires. An investigation of device #3 on (B)(6) 2023 revealed approximately 1mm of the needle tip was broken and loose in the device but no portion of the needle was missing, and no adverse patient events occurred.